Event description:
As reported, during a percutaneous nephrolithonomy, a fascial incising needle was opened and it appeared to be contaminated on the winged area. Another one was opened from the same lot and it also appeared to be contaminated on the winged area. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Name and address: postal code: (B)(6) . PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Name and address: postal code: (B)(6) . PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous nephrolithonomy, a fascial incising needle was opened and it appeared to be contaminated on the winged area. Another one was opened from the same lot and it also appeared to be contaminated on the winged area. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.

Manufacturer narrative:
Summary of event: as reported, during a percutaneous nephrolithotomy, a fascial incising needle was opened and it appeared to be contaminated on the winged area. Another one was opened from the same lot and it also appeared to be contaminated on the winged area. A new device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. No photos were provided. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The cause for the reported issue could not be determined without the devices available to identify the contamination. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04mar2022. A new device was used to complete the procedure.